Event description:
Clinical study-the pt was enrolled in the program in 2004. Target lesion 1 was identified in the proximal lad with 70% stenosis and a 3.75 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 3.5 x 16 mm taxus stent. Residual stenosis was 0% following post-dilation. During this procedure, a bare metal stent was placed in the diagonal branch. There were no reported complciations and the pt was discharged on the following day on aspirin and plavix. The pt had a follow up with their cardiologist 5 months later. At that time, the pt reported exertional chest pain. It was decided to have the pt undergo cardiolite stress testing, which was reportedly abnormal although the results are not availalbe. The pt was admitted 28 days later for further eval. Cardiac catheterization revealed: mild lv dysfunction with mild to moderate anterolateral hypokinesis, lad (target vessel)- taxus stent patent; severe focal instent restenosis of diag1, lcx-70% om stenosis. Rca-diffuse instent restenosis, severe focal 99% stenosis; 70% stenosis prior to and distal to previously placed stents. On the same day, the pt underwent pci as follows: cutting balloon angioplasty of diag1, cutting balloon angioplasty followed by placement of 2 cypher stents in the rca. There were no reported complications and the pt was discharged the following day. Causality: relationship to taxus stent: not related.